Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-use testing the connector was found cracked. Use was discontinued. No adverse effects have been reported.

Manufacturer narrative:
Three photos received for evaluation. Picture one (1) shows the packaging of product. Picture two (2) shows a close-up of the proximal end female luer connector which is observed to have a crack. Picture three (3) shows a label of the product. One (1) unit was received without original package, in used condition. Visual inspection revealed a crack in the female luer connector. The customers failure was confirmed. No root cause determine due complaint is not attributable to the manufacturing process. A notification was sent to the supplier to inform them about the broken luer. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).